Event description:
The complainant reported that upon removing the impella cp from the 74-year-old male patient, the 0.35 wire got caught in the peel-away sheath. The physician continued with cp removal. The wire did not break, nor the peel-away split. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions. ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.

Manufacturer narrative:
The investigation for the removal issues has been completed. The pump was not returned for investigation. The data log review was not required for this case. As per the given clinical details, the 0.35 wire was caught in the peel-away sheath. The removal issue failure mode was changed to a delivery issue since the peel-away sheath and guide wire were utilized during the delivery of the pump. The cause of the delivery issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report: g1 MDR reporting contact email. H5 changed to yes.